Manufacturer narrative:
Concomitant products: product ID 8711, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2010, product type catheter; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2010, product type catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Event description:
Additional information received reported that the patient did require hospitalization as a result of the event, which was regarded as moderate in severity. The specific symptom the patient experienced was increased tone despite dosage increases. Following the catheter replacement, the patient outcome was resolved without sequelae as of (B)(6) 2010.

Event description:
It was reported that following a pump replacement for end of life on (B) (6) 2010, the pt showed no effect from the medication even after it was titrated up to 75 micrograms/day on (B) (6) 2010. An ap lateral x-ray was done on (B) (6) which showed that the catheter had migrated out from the intrathecal space. A catheter replacement was done on (B) (6) 2010. The pump was restarted at an infusion rate of 50 micrograms/day after the newly implanted catheter was primed. The pt never exhibited any signs or symptoms of withdrawal rather exhibited a non efficacious therapeutic effect. The pt was seen for f/u on (B) (6) 2010 and was getting good therapeutic effect at 120 mcg/day.

Manufacturer narrative:
(B) (4).